Event description:
It was reported that the non-invasive blood pressure (nibp) measurements were incorrect. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Analysis was performed by bench repair personnel which included diagnostics of the mp5 cardiac monitor, and there was no issue found with the monitor. Functional tests were carried out with positive results. The supplied accessories were checked, and a faulty (leaky) nbp tube was found, which was the cause of the reported fault, as well as a non-original cuff. The cuff was not checked, as philips recommends using original accessories. The results of the analysis found that the nbp air hose required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned, and the most likely cause of the reported problem was the nibp air hose. The issue was resolved by replacing the nibp air hose with a new one. The device is working properly, so it was returned to the customer.